Event description:
It was reported the patient was scheduled for surgery because they are moving the patient¿s implantable neurostimulator (ins) a little further away from the skin. It was stated the contact to the skin was too close and the patient was getting a burning sensation. It was noted the burning sensation started about a week after implant and the patient had been dealing with the sensation for about a year. (B)(6) 2014: (B)(6) no new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va033kc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va033kc, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).